Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was "high" on the continuous glucose monitor (cgm). A correction injection was administered to treat the elevated bg. Reportedly, the customer hadn't completed the load fill process. Tandem technical support assisted the customer with finishing the load fill process and insulin was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.